Event description:
It was reported that the patient was implanted two years ago. She's never obtained "good" performances with her implant. A scanner done in (B)(6) 2009 shows that six electrodes are outside the cochlea. Hearing thresholds in free field with the implant on did not show any auditory perception. However, the patient wears her processor every day and says she can hear with it. Testing shows all electrodes with status ok. Electric abr were done and no responses were obtained. The patient is scheduled to be reimplanted on (B)(6) 2010 with a medium electrode.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.